Event description:
Reportedly, this device was explanted after approximately a 3 year, 2 month implant duration due to mitral stenosis and regurgitation.

Manufacturer narrative:
H6: device not returned.